Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shows the initializing screen without manual restart. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver showing initializing screen without manual restart could not be determined. A root cause cannot be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was able to be charged and rebooted. The receiver log was downloaded and reviewed, firmware errors were observed. Functional testing was performed and it passed. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined.